Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screws. The origin of the breakage cannot be determined with the provided information.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with a compression fracture underwent an unknown procedure with screws implanted. At an unknown time post-op, a revision was done and it was noted that there was a broken screw. No further details are known at this time.